Event description:
On (B)(6) 2014 a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter/patient claimed the alleged issue began on (B)(6) 2014 at approximately 3:51pm. She tested on the subject device and reported readings of ¿492,463,436,528mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages her diabetes with an unknown, fixed dose of insulin and denied making any changes to her usual diabetes management routine. Although the patient did not specify any symptoms, she reported that she went to the emergency room (ER) at an unknown time that afternoon. The patient was tested using a hospital meter (brand unknown) at an unknown time and a reading of ¿49mg/dl¿ was reported. The patient was treated by an hcp with food/drink at approximately 6:15-6:30pm that evening. It is not known how long she remained at the ER. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from an approved site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reporter claims the patient received inaccurate readings on the subject device that led her to receive medical intervention for low blood glucose excursion by an hcp.